Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in one piece with helix extended and clogged with blood/tissue. The full helix length was measured to be within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that patient presented to emergency room after experiencing dyspnea and dizziness. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture and no pacing. It was further noted from x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was stable.